Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector on the display board. No failed battery test alarm could be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, broken reservoir tube lip and a missing end cap sticker.

Event description:
Customer's husband reported that the insulin pump's act button was no longer responding. Customer reported that the act button stopped responding during bolus. Customer removed and replaced the battery, then received a failed battery test. Blood glucose level was 241 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.